Event description:
It was reported that the lead was not capturing at maximum output and the far-field signal on the atrial channel was larger in amplitude than the p-wave indicating that the lead may have dislodged. The device will be programmed to vvi with ventricular only arrhythmia sensing.